Event description:
The customer obtained false negative vitros benz results on a single patient sample during a method comparison between the vitros 5, 1 fs chemistry system and a competitive system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported and there was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the vitros 5,1 fs was operating as intended. The false negative vitros benz results were obtained during a method comparison with a competitive system. The samples used were admixtures of multiple patient samples. The definitive root cause is unknown, however, it is possible that pre-analytical sample mixup occurred during the admixture process, although this could not be proven.